Manufacturer narrative:
Therefore, because this event resulted in permanent damage to a body structure or permanent impairment of a body function, it is reportable per 21 cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a waveone gold primary broke during use. The tooth was extracted.

Manufacturer narrative:
Additional patient information received has been included in this supplemental report.